Event description:
I got a new tandem diabetes pump (tslim) late in 2020. Starting in (B)(6) 2021 I started having issues with occlusion alarms, increased a1c and air in cartridge. I have reported this issue to tandem dozens of times. Dozens. I've worked with tandem product support, clinical team and rep to resolve this and it has not improved/resolved for over one year. My effects are increased a1c and it's affected my mental health. My endocrinologist has followed this issue and I've began therapy because of diabetic burnout from being financially stuck with a very expensive diabetes pump that is not working as intended- my endocrinologist and even tandem agree it is not working correctly. I'm so frustrated. Please contact endocrinologist. FDA safety report ID # (B)(4).